Event description:
It was reported that the customer was hospitalized due to high blood glucose of 1000mg/dl. It was stated that the customer's blood glucose went too high in the morning, and some boluses were delivered with the insulin pump, but the infusion set was not changed. It was stated that the customer was vomiting. It was also mentioned that the case has a visible crack. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.